Event description:
Boston scientific received information that this patient with right ventricular (rv) lead was dislodged and had manifested intermittent sensing a few days after implant procedure. Additional information from the field representative have confirmed the dislodgement of this lead after it appeared that the patient possibly manipulated the device and pulled up the slack in this lead. This rv lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.